Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was 9.6mmol/ l at the time of the incident. It was also reported that there was issue with 2 sensors. On two occasions, sensor and pump did not communicate and upon removal found that no sensor cannula was present. The sensor will not be returned for analysis.